Manufacturer narrative:
The customer¿s report of an over-infusion of unknown medication was not confirmed. Physical inspection showed no anomalies. Review of the pcu error log shows no errors on the reported incident date. Functional testing showed no anomalies. The root cause of the customer¿s complaint that the infusion completed sooner than expected could not be identified.

Event description:
The customer reported a suspected over-infusion of normal saline + 20 meq of potassium chloride at a rate of 125ml/hr on the (general adult) medical unit. The normal saline was set to infuse over 8 hours, however the drip chamber was completely dry in 7 hours, even though the pump displayed 100ml left in the bag. The IV tubing was changed and loaded into a different pump module, and the same issue reoccurred. There were no other medications infusing on the same pcu. There was no patient harm.

Manufacturer narrative:
Adult patient. The customer¿s experience with an over-infusion of unknown medication was not confirmed in the device logs or replicated during testing. The customer provided an event date of (B)(6) 2019. Review of the pcu event log shows, on the reported event date, the suspect lvp (s/n (B)(4)) was infusing a basic infusion of 1000 ml at a rate of 125 ml/hr (8 hours). The suspect device alarmed five (5) times for air in line, twice for flo stop open, twice for door closed and once for patient side occlusion before being channeled off. The infusion was stopped prior to completion for unknown reasons. Testing was performed using the customer¿s returned pcu and source pump modules. Results indicate that the system was within specification. There were no anomalies observed during the inspection of the pumping mechanism. Customer did not provide the event administration set for investigation. The root cause of the customer¿s complaint that infusion completed sooner than expected could not be identified. The suspect device was channeled off for unknown reason prior to completing its programmed infusion.

Event description:
The customer reported a suspected over-infusion of normal saline + 20 meq of potassium chloride at a rate of 125ml/hr on the (general adult) medical unit. The normal saline was set to infuse over 8 hours, however the drip chamber was completely dry in 7 hours, even though the pump displayed 100ml left in the bag. The IV tubing was changed and loaded into a different pump module, and the same issue reoccurred. There were no other medications infusing on the same pcu. There was no patient harm.